Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received on may 18, 2015. The reference and lot number of the device was provided. The device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, that changes this literature assessment, an amended medical device report will be submitted.

Manufacturer narrative:
No trend identified. The compatibility check was performed and showed that the product combination is . Al approved by zimmer. Both set screws were returned for investigation. The visual examination shows that the threads on the set screws are heavily deformed. Axially the thread tips show heavy abrasion, this especially in the proximal thread part. Also in this area longitudinal cuts and damages can be seen which makes an insertion into the nail thread not possible. It is unknown where this deformation have its origin. It can occur by inserting the screw in a too flat angle or if some other particles get seized between the nail thread and the screw thread. Finally, the polyethylene pins on both set screws are completely deformed and cannot be evaluated. It can be assumed that this was occurred during autoclaving process after the surgery, prior to sending for investigation. No product deficiency has been identified in the investigation. The most probable root cause for the reported event surgical technique was not adequately followed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
This case was re-opened to enter additional information received on august 18, 2015. Tha additional information does not change the result of the investigation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed once again. (B)(4).

Event description:
It was reported that on (B)(6) 2015, the surgeon wanted to implant a znn cmn nail to heal a subtrochanteric fracture. The surgeon found difficult to insert the znn cmn set screw and surgery time was extended. The patient experienced a cardiac arrest due to excessive bleeding. The surgery was stopped and the surgeon closed the wound. The nail was left in the femur.